Event description:
A male pt, diabetic underwent a cardiac catheterization procedure in 2008. Prior to the procedure, an electric clipper was used to trim hair away and the site was cleansed and prepped with warm betadine, approximately 5 minutes prior to obtaining initial vascular access. Access was made at the right common femoral artery (cfa) and at the mid femoral head. A 6 fr procedural sheath was placed and the diagnostic procedure was performed. There were no sheath exchanges during the catheterization procedure. At the end of the procedure, anti-septic was re-applied using a sponge applicator and the physician replaced the gloves worn during the catheterization procedure with new gloves. A mynx vascular closure device was then reportedly prepped and deployed per IFU by a trained operator. Following device deployment, the access site was dry and soft; antibiotic ointment was applied to the access site and a 4x4 of gauze was applied underneath a tegaderm dressing. The patient was discharged in stable condition, and without incident. Eight days later, the pt was admitted to the hospital through the emergency department for pain, swelling redness and inflammation of the right groin. Drainage from the access site was cultured and the patient was started on IV antibiotics for treatment of suspected e.coli. The pt was afebrile and did not have an elevated white blood cell count. On the next day, the pt was taken to surgery for incision and drainage of the access site. Per the vascular surgeon, a closure device was removed. The pt was later discharged (date unk) with a wound vac placed for continued drainage from the infected access site. The tissue samples collected during surgery were positive for e.coli and 1+ white blood cells (wbc). At skin level, the positive cultures were reportedly 3+ wbc, 2+ gram negative bacilli and 1+ cocci.

Manufacturer narrative:
Diabetic patients are at higher risk for infections. E-coli is a common bacteria found in the colon. With poor hygiene habits, the bacteria can be found on the skin. The patient was also obese, which increases the likelihood of skin folds that make it more difficult to keep the area clean and can harbor bacteria. The mynx appears to have achieved hemostasis as intended.